Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an "diabetic crisis" with a blood glucose (bg) level of almost 900 (mg/dl). Reportedly, the doctor found no active insulin in the customer's body at the time of the hospitalization. The customer believed the elevated bg level was due to receiving an different type of infusion set from the distributor. Reportedly, the customer had difficulty using the new infusion sets. While in the hospital the customer received insulin intravenously. The customer was released from the hospital 24 hours after being admitted. Reportedly, after switching back to the pervious infusion set type, the customer had not experienced further issues.